Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 3 month post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for valve replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the aortic valve was replaced due to moderate regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.